Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose event, with a self-reported glucose value of 51 mg/dl, while discussing a product return with a supplier; troubleshooting and education were completed by support. Symptoms included hypoglycemia. Outcomes included temporary interference with normal activities and required support via follow-up calls and messages. Investigation included review of device use and user education. Investigation of this case revealed no device malfunction reported and no identifiable root cause. It was concluded that the event was related to hypoglycemia with cause unclear and that the device function could not be implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.